Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for protruded drive support cap. The customer¿s blood glucose was 159 mg/dl. Customer reported that drive support cap was sticking out due pump fell off. The insulin pump will be returned for analysis